Event description:
During a hysteroscopic procedure, the tip of the grasper broke off inside the pt. The surgeon was able to retrieve the instrument tip in one piece. There was no harm to the pt.

Manufacturer narrative:
The instrument was sent to a 3rd party repair facility, the tip was saved, but the note for it was lost, so the piece was ultimately thrown out. The 3rd party repair facility could not repair the device so it was shipped back to the hospital where it was then thrown out. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.